Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving check therapy electrode messages and that one of the cables on his electrode belt was damaged. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages, damaged cable) was confirmed. Upon investigation, the ECG "c" and "d" cable was pulled from the strain relief. Excess wire braiding was found in ECG "c", which caused ECG "c" to short. The root cause of the strained ECG cable was excessive force. The root cause for the excess wire braiding was an assembly error. No adverse event resulted from the damaged cable and excess wire braiding. The patient received a replacement electrode belt.